Event description:
It was reported that noise was on the atrial lead. This was discovered during a device upgrade surgery. The lead was explanted without complications. The patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. External insulation abrasion was noted at 30.7 cm to 31.2 cm, 31.5 cm to 31.7 cm, and 34.6 cm to 34.9 cm from the distal tip consistent with lead friction to ICD can. Other damages found on these two segments were sustained during the surgical procedure.

Manufacturer narrative:
Final analysis found lead returned in two pieces. On the connector piece (a), no anomalies noted. On the distal piece (b), three lead-to-can external insulation abrasions breaching outer insulation. There was exposed outer coil found proximal to suture sleeve impression region. Electrical testing did not find any indication of conductor fractures on any conduction paths. Short was noted on piece (a) due to explant damage. No short found on piece (b). Other damages on the pieces were consistent with those occurring at time of explant.